Event description:
The customer reported the system's monitors failed sporadically. No report of pt injury.

Manufacturer narrative:
The customer cancelled the service call. The reported issue was repaired by the customer.